Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b4, b5, b6, b7 and h6 (medical device problem code). The device was evaluated by zoll germany. The customer-reported concern that the device began charging and preparing to deliver a shock on a non-shockable rhythm was determined to be within specifications. Review of the event logs showed CPR was being performed during rhythm analysis, with patient movement likely affecting ECG interpretation. There is no indication of a malfunction in the log, and the device passed all testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm the clinicians believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib & pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.